Event description:
It was reported that during a surgical procedure conducted at the user facility, the device was overheating. The procedure was completed successfully with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
Failure analysis is in progress; additional information will be submitted once the quality investigation is completed.

Event description:
It was reported that during a surgical procedure conducted at the user facility the device was overheating. The procedure was completed successfully with the same device without a delay; no adverse consequences or medical intervention were reported.

Manufacturer narrative:
The reported overheating was duplicated by a manufacturer repair technician through functional evaluation. Upon disassembly, a failed bearing was found, which can lead to the reported event.